Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got their lost paddle and on (B)(6) 2021 spent over an hour trying to get their device to charge the stimulator. It was noted it would not connect and would not find their stimulator. No symptoms were reported.